Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
A health care professional (hcp) reported a consumer was having an allergic reaction. Additional information received from a manufacturer representative indicated the consumer was seeing an allergist who suspects the allergic reaction was due to the implanted system. Further information received from the consumer reported the onset of the allergic reaction was (B)(6) 2014 and the complete system was removed in (B)(6) 2015. It was removed because it was causing a rash, hair to break off, toenail discoloration, and fingernails became wavy and brittle. All symptoms started at the same time and were sudden. The rash and toenail discoloration have resolved, but fingernails are still kind of brittle. Indication for use included non-malignant pain and other chronic/intract pain (trunk/limbs).